Event description:
It was reported that the device was displaying error code 41786. There was no patient involvement.

Manufacturer narrative:
E1:(B)(6). H3: one device was returned for repair. It was reported that the device was displaying error code 41786. The device has not previously been serviced. The device was in overall good condition. Functional testing found a faulty mainboard. The mainboard was replaced, and the device has since passed all functional and accuracy testing.